Manufacturer narrative:
Qn#(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and a steady green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: (B)(6)) while applying approximately 8 lbs. Of force on a weight scale (ID: (B)(6)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 4.47, insertion 2: 3.91, insertion 3: 3.75. Other remarks: hard profile (105 lbs/ft3) insertion 1: 5.47, insertion 2: 6.31, insertion 3: 6.44. Another attempted insertion was then performed on the hard profile sawbone. The test was started with minimal downward force and then increased in an attempt to get the driver to completely stall. The device could not be stalled with up to 20 lbs. Of downward force before completing the insertion. Another attempt was then made by forcing the driver down on the weighted scale without a needle. The driver stalled at approximately 20 lbs. Of downward force. The complaint cannot be confirmed. The motor was connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the led displayed a steady green light and the motor was operable. A section of the IFU will be referenced as part of this investigation report. The IFU states: "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. Teleflex will continue to monitor and trend for reports of this nature. The complaint cannot be confirmed. No driver device deficiencies were identified during the investigation. The sawbone insertions demonstrated sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. Please be reminded that "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Upon attempting to use the ez-io, the driver lost power and could not insert the needle fully into the bone. A back up driver was used to complete the procedure. The patient's condition is unknown.

Manufacturer narrative:
(B)(4). There is no appropriate conclusion code. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and a steady green led light was displaying. The driver was subjected to simulated saw bone insertion test. The driver failed the insertion test without a needle at 4.57 seconds/30lbs of downward force. The motor was connected to dc power supply (ID (B)(4)) and set to approximately 18v. When the trigger was pulled, the led displayed a steady green light and the motor was operable. The eeprom data could not be parsed and analyzed due to an earlier eprom version of the chip that cannot be read. Batteries were subjected to a simulated load test. Load test results show that all batteries (each) were depleted below 20% capacity. Other remarks: the customer's complaint that the driver failed during an insertion attempt was confirmed. The reason the driver lost power was due to battery depletion. The batteries were tested under simulated load conditions and each one was found to be depleted less than 20% capacity. Further investigation has been initiated regarding the cause for the led remaining green. The manufacturer will continue to monitor and trend related events.

Event description:
Upon attempting to use the ez-io, the driver lost power and could not insert the needle fully into the bone. A back up driver was used to complete the procedure. The patient's condition is unknown.